Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt dropped their system controller and had positive cultures of pseudomonas on (B)(6) 2013. The hospital staff feels that the pt dropping the system controller possibly caused the infection. The pt is on antibiotics.

Manufacturer narrative:
Correction- (approximate age of device)- 9 months. Based on the information available to the manufacturer, a correlation between the device and the reported driveline infection could not conclusively be determined. On (B)(6) 2014, the patient was on IV antibiotics and discharged (reference the manufacturer¿s medwatch # 2916596-2015-00072). The patient remains ongoing on lvad support. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient continued to have an ongoing driveline infection and was being treated with oral antibiotics on (B)(6) 2014.